Manufacturer narrative:
E1 - address: (B)(6). The device was returned to olympus for inspection, and the reported failure (image not clear) was confirmed and (intermittent problems) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in board unit and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in board unit, pressing the focus switch did not make the image sharper, leading to an unclear/unfocused image and there were 8 to 10 defective pixels observed in the image. In regard to the intermittent problems, based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. And due to damage on cover unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had intermittent problems and image was not clear. The issue occurred during set up / inspection for use. There was no patient involvement.